Event description:
Follow up information received confirmed that the painful stimulation which led to the lead revision involved the patient's concomitant implantable neurostimulator (ins) system (see manufacturer's report #3004209178-2012-09607) and not the device in this report.

Event description:
It was reported the patient experienced "neurotic painful stimulation" using the bilateral peripheral neuroelectrodes. It was noted the event was due to reprogramming that occurred on (B)(6) 2012. Reprogramming was performed again on (B)(6) 2012. Additional information received 8 weeks later reported the patient's lead was surgically repositioned on (B)(6) 2012. The patient resolved without sequela.

Manufacturer narrative:
Product ID 7439, serial# (B)(4), product type programmer, patient; product ID 3986a60, lot# n27618, implanted: (B)(6) 2005, product type lead; product ID 3986a60, lot# n27618, implanted: (B)(6) 2005, product type lead; product ID 37754, serial#(B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37714, serial# (B)(4), product type implantable neurostimulator; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708240, serial# (B)(4). Product type extension; product ID 3708240, serial# (B)(4), product type extension; product ID 3487a-56, lot# v884579, product type lead; product ID 3487a-56, lot# v884579, product type lead; product ID 3487a-56, lot# v884579, product type lead; product ID 3487a-56, lot# v884579, product type lead; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type lead. (B)(4).